Event description:
It was reported that the device was explanted as the pt did not benefit from it due to medical reasons. The pt suffered from middle ear infections leading to extrusion of the conductive lead. No allegations against the device were reported.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.